Manufacturer narrative:
E1: name and address: phone: (B)(6) e1: name and address: postal code: (B)(6). G4: PMA/510k pre-amendment this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the user opened the package of a filiform double pigtail ureteral stent set, the stent was found to be broken into two pieces. The issue with this device was discovered prior to patient contact and it was not used on a patient. A new same type device was used to complete the procedure. There were no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, when the user opened the package of a filiform double pigtail ureteral stent set, the stent was found to be broken into two pieces. The issue with this device was discovered prior to patient contact and it was not used on a patient. A new same type device was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), personnel interview, and quality control procedures, as well as, a visual inspection of the device were conducted. The device was returned to cook for investigation. The device was returned in two segments in open packaging. One of the segments was measured to be 7.5 cm long. The other segment was 2.7 cm long. The point of separation was noted to be clean and matching. No other signs of damage were noted. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause of the break was not able to be determined given the available information for this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.